Event description:
Related manufacturer report number: 2916596-2022-13086. It was reported that the controller was exchanged resulting in a pump stop. Addtional information revealed that the patient was seen in the emergency room (ER) for headache, vision disturbances, weakness, abdominal bloating, and leg cramping. A review of the patient chart revealed pump speed 5250 rpm, flow of 3.8, pulsatility index (pi) of 5.8, and pump power of 3.8. The patient had 1 low flow alarm on the morning of (B)(6) 2022. While in the ER, the nurse called the vad coordinator informing them about the controller fault alarm and yellow wrench. The vad coordinator was instructed to connect to wall power, but there still was no change. The heartmate 3 system controller was exchanged, resolving the pump stop and the controller fault. The patient was asymptomatic during the pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a controller fault alarm was confirmed via log file analysis. A review of the log files, extracted from exchanged controller hsc-091205, contained data spanning approximately 9 days (5aug22 ¿ 13aug22 per time stamp). The backup battery fault alarm activated on 13aug22 at 19:11:58 due to a backup battery load test not passing. The alarm was active until the controller was shutoff. When the load test initially did not pass, the loaded voltage measured ~11.34v and the unloaded voltage measured ~12.17v. The driveline was disconnected on 13aug22 at 20:26:48 and the system controller was shutdown at 20:27:42 for controller exchange. The alarms in the log file did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active. The heartmate 3 system controller s/n: (B)(4) and backup battery s/n:(B)(4) were returned for analysis. The system controller and battery were functionally tested and found to operate as intended; atypical alarms were unable to be reproduced. Provided information stated the alarms resolved following the controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 - "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 - ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.